Event description:
It was reported that, during the implant procedure, the leadless implantable pulse generator (ipg) exhibited high thresholds/poor capture as the tether was too right not allowing the leadless ipg to leave the cup immediately,  the leadless implantable pulse generator (ipg) system was explanted and replaced with another leadless implantable pulse generator (ipg) which also exhibited high thresholds/poor capture with the tether being too tight not allowing the leadless ipg to leave the cup immediately. The second leadless ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 28-jun-2023 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no dev rtn to MFR? No. Mfg date: 03-jan-2022 , labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.